Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri), and a power on reset (por) was detected. The device also experienced premature battery depletion and reprogramming was performed. A replacement procedure was scheduled. The device remains in use. No patient complications have been reported as a result of this event.